Event description:
During an ivc [inferior venca cava] filter placement, dr. Went to do an injection and at that time a 20cc syringe broke into shards in his hand. It punctured his glove. This happens often. No harm to patient.